Event description:
During investigation of product performance issues with the physician's programming system reported in MDR 1644487-2010-01504, the programming wand was returned. Product analysis identified intermittent communication due to a loose positive battery connector. After the positive battery was secured, all communication errors cleared. This MDR is being submitted to capture this event.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.